Manufacturer narrative:
Customer states device sample is not available since it was discarded. Photo available.

Event description:
Under investigation customer reported: placed (B)(6). On (B)(6) bedside staff report that catheter was ¿not working right¿. Staff withdrew the catheter and found tip ¿missing¿. Suctioning of oral cavity with success caught/removed soft distal catheter tip. Customer states sample was discarded.

Manufacturer narrative:
Device evaluation: h6, h10. The vyaire medical quality team was unable to perform investigation since the lot number and device were unavailable. A root cause could not be determined. At this time, vyaire will track and trend this reported issue and internally investigate the situation.